Event description:
It was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. The customer¿s blood glucose was 96 (mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.